Event description:
I had the essure implanted in me and immediately felt excruciating pain when I woke up, and 3 days later after an ultrasound that came back with no findings had to have a procedure which found that the coil pierced through my tubes and into my uterus causing me to swell and bleed internally, then a few months later, it resulted in a partial hysterectomy due to too much damage and constant bleeding. I ended up missing over 7 months of work if not more and have to continuously have surgery to remove all the scar tissue including exactly 1 year later, the coils were still found in my tubes where it was lodged in my tube and not able to be seen on an ultrasound. I am in constant pain and have my uterine tube covered in scar tissue that is not able to be removed otherwise it will cause further damage.